Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with bg readings exceeding 400 mg/dl for several hours after meals, with persistent high alerts and no ketone testing, back-up therapy, or medical intervention, and subsequent troubleshooting identified difficulties attaching the infusion set connector and a likely incorrectly deployed infusion set. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged hyperglycemia managed at home with guidance and an infusion set and site change. Investigation included user coaching on supply and site change and assessment of infusion set connection technique. Investigation of this case revealed user difficulty with the infusion set connector and probable incorrect attachment or deployment of the infusion set, consistent with infusion delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to improper infusion set connection.